Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multi-system organ failure. After the patient was implanted on (B)(6) 2023, the patient remined in the intensive care unit (ICU) and was intubated with signs of right ventricular failure. They were put on inotrope support. The outcome was not considered device or therapy related. An autopsy was not performed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. An autopsy was not conducted, and hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No additional information was provided. The manufacturer is closing the file on this event.